Event description:
Information was received from a healthcare professional for a clinical study reported painful stimulation on (B)(6) 2013, noting right sided groin pain (electric shock) for 1 week with increasing frequency. It was noted that the event was due to programming, noting it was last programmed on (B)(6) 2012. Actions taken as a result of the event included decreasing amplitude and reprogramming on (B)(6) 2013. The event resulted in an unscheduled clinic or office visit. . The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.